Manufacturer narrative:
It was reported by the caller that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence. Additional information received indicating the hemostatic valve was totally separated/dislodged inside of the hub, not outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was approximately 5 ccs of blood loss. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported by the caller that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence. Additional information received indicating the hemostatic valve was totally separated/dislodged inside of the hub, not outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was approximately 5 ccs of blood loss.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name.. G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, . G1. Manufacturer site state code. G1. Manufacturer site zip code. G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported by the caller that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The sheath was replaced and the procedure was continued and subsequently completed. There was no patient consequence. Device investigation details: a picture was received for evaluation following biosense webster's procedures. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. According to the picture provided by the customer, no leakage can be confirmed. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed based on the picture received. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. Correction: it was noticed the incorrect h6. Medical device problem code of ¿fluid/blood leak (a050401)¿ was reported in the 3500a initial medwatch report. The correct code of ¿material separation (a0413)¿ has now been added. Additionally, please consider the statement reported in section b5. Event description of the 3500a initial medwatch should have said ¿a hemostatic valve separation occurred.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).